Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, his immediate problem was severe visual discomfort. At night, there was extensive glare and oncoming cars were two bursts of light connected in the middle so no part of the car could be seen. All traffic lights were bursts of light with crosses extending outside the bursts. Any person over fifteen feet away had a basic image and a ghost image making it difficult to recognize the individual. The consumer reported that if the person was 40 feet away, the consumer could not tell if they were male or female. The consumer reported the surgeon tried contact lenses, special prescription glasses and medication to make the pupils smaller, but nothing helped. The consumer reported that he had both lenses exchanged. In a follow up, the surgeon reported the event resolved following the lens exchange. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 02/17/2012 and 03/02/2012 by phone, fax, and mail. A completed questionnaire was received on 03/12/2012. (B)(4).